Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while using the devices in the anesthesia and ICU departments, it was found that the zero calibration could not be performed on 3 products. There were 2 being used in the anesthesia department and 1 in the ICU department. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: four samples were received in used condition. A visual inspection found corrosion on the electical board of three of the samples. During the functional testing, the failure mode ¿zero calibration could not be performed¿ could be confirmed. Through the device analysis executed on the returned samples it was observed that one device failed electrical test and all samples failed vacuum and air leak tests. The device history record of was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found.